Manufacturer narrative:
The physician elected not to perform a revision procedure. The patient will continue to be monitored as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been received that this lead was capped as a result of the dislodgement previously reported. The lead was successfully replaced with an epicardial lead. The patient had reported fatigue in the past, but there were adverse patient events.

Event description:
Additional information was received stated the physician elected to turn off the lv lead. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited elevated threshold measurements. Chest x-ray showed the lead had dislodged. No adverse patient effects were reported.